Event description:
On march 20, 2006, a medwatch report 2951580-2006-00020 involving a reflex ultra 45 with integrated cable plasma wand was provided to the FDA. The incorrect procedure "adenoidectomy" was used to describe the procedure but, should have been described as a turbinate reduction procedure. On february 10, 2006, a clinical incident involving a reflex ultra 45 with integrated cable plasma wand was reported to arthrocare corporation. Following a turbinate reduction procedure, the spacer at the tip of the plasma wand was reported to have detached and remains in the patient's turbinates. There is no plan to reoperate to remove the spacer and there was no reported patient injury.

Event description:
In 2/2006, a clinical incident involving a reflex ultra 45 with integrated cable plasma wand was reported to arthocare corp. Following an adenoidectomy procedure, the spacer at the tip of the plasma wand was reported to have detached and remains in the pt's turbinates. There is no plan to reoperate to remove the spacer and there was no reported pt injury.